Manufacturer narrative:
Block b3: exact date unknown, event occurred october 2024. Block d6b: explant date: (B)(6) 2024.

Event description:
It was reported that the patient was experiencing non-target stimulation, shocking, and burning sensation from the implantable pulse generator (ipg). The patient underwent an ipg explant procedure. The explanted device was not returned. No further information could be obtained.